Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned several motor error alarms. Customer also reported that the insulin pump returned several no delivery alarms during bolus. Customer did not recall any significant events leading up to the error alarms. Blood glucose level was 450 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor. The motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.